Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received with a valve loaded within the capsule. The device was received with the handle partially open and capsule closed. Delamination was evident along the capsule and the capsule appeared to bulge slightly at the proximal end. The capsule appeared flared at the distal end and marker band protrusion was evident. Flattening was evident at the distal end of the inner member. The handle retracted and advanced the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. On retraction of the capsule via the rotation of the actuator, the valve deployed with an infold noted. An in-house evfxplus-29 valve was successfully loaded onto the dcs. After the successful loading of the valve onto the catheter, there was no evidence of a misload on the capsule. On retraction of the capsule via the rotation of the actuator, the valve deployed as expected. No other deformation was evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the first deployment attempt of the transcatheter aortic valve, infolding occurred. The transcatheter aortic valve and the delivery system were replaced with new devices. No patient complications have been reported as a result of this event. Additional information was received indicating that a procedural delay occurred as a result of the infold. Per the physician, annular calcification contributed to the infold.